Event description:
Information was received from a patient representative regarding a patient's external device. It was reported that the patient rep was trying to charge the patient's wireless recharger (wr) and the wr battery lights were rapidly scrolling up and down. The patient rep stated they had been charging for like a day and a half and the lights were still scrolling. The patient rep confirmed the wr dock was plugged into the charging cord on the call and reported seeing a green light on docking station. The patient rep was guided through resetting the wr on and off the docking station on the call. The patient rep reported resetting wr on the dock did not resolve the issue (lights continued scrolling). The patient rep reported when they removed the wr from the dock, the lights went out and never came back on even after resetting the wr off the dock. The patient rep reported the lights were still rapidly scrolling when they put the wr back on the dock. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. The patient rep requested the replacement wr be sent to their address. Additionally, the patient rep reported they "went to use the other little device to find the patient's implant and every time they tried that it said not finding". The patient rep stated it had "been a minute" since the patient last charged their implant. The patient rep was advised that they would not be able to connect if the implant was depleted. The patient rep stated that was what they suspected. The patient rep would charge the patient's implant once the replacement wr was received and they would call back for further assistance once the implant was charged if they were still not able to connect. When asked for an event date, the patient rep stated it had probably been like this for a while and stated the patient last used the "bladder thing" about four months ago. The patient rep stated the patient was (B)(6) years old so they weren't the one who was handling making sure it's working. The patient rep stated the patient's clinic was in (B)(6), but they could not recall the doctor's name.

Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Product ID tm90q0, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.